Event description:
It is reported that the surgeon states that the device would not lock into place.

Manufacturer narrative:
Eval summary: cmm analysis was made of the returned articular surface, showing reduction in overall dimensions. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.